Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, deformation, wear abrasion, yellow particles in shell, weight within specification, partial delamination of orientation dot. After autoclave cycle was identified: voids between shell and gel. Based on the device analysis the final assessment is: delamination of orientation dot assessed as adhesive failure.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device has been replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device has been replaced.